Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 5017226, model/catalog description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received the patient had an infection at the lead site. Symptom of discharges was noted. The physician confirmed that the infection was not device or procedure related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure.